Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 250 to 300 mg/dl at the time of the call. The customer stated that they have not tried all remedies to resolve the issue. The customer was advised to change their reservoir set. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.